Manufacturer narrative:
This report is submitted on may 3, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved.